Manufacturer narrative:
The study data was not provided, therefore this event cannot be investigated. Review of the ensite cardiac mapping system verifies that in some cases a shift can occur. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model enguide alignment. Based on the information provided, the cause of the reported event remains unknown.

Event description:
During an atypical flutter left atrial procedure, no automap segments were recorded in spite of the activated automap. A map shift also occurred while ablating the left pulmonary veins. As a result, the examination was significantly delayed because the tachycardias had to be re-mapped a few times. The procedure was completed successfully with no consequences to the patient.